Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review was not yet completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during blood sampling during use on a patient the connection between the patient side three way stopcock and the planecta got loosened and detached, then a small amount of blood leakage occurred. When the device was replaced, the problem was solved. The patient was an adult. No transfusion nor extension of hospitalization was required. There was no allegation of patient injury. The device will be available for product evaluation.